Manufacturer narrative:
Due to limited information the complaint is reported in a conservative manner. Device availability not yet determinated.

Event description:
On (B)(6) 2017 the manufacturer was notified that, 10.75 years after implantation, a carbomedics top hat mechanical valve size (B)(6) was replaced by a carbomedics top hat mechanical valve size (B)(6) on (B)(6) 2017.